Manufacturer narrative:
All operating currents are within specification. No unexpected failed battery test alarm noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. No back light anomaly was noted. Unit functioned properly. Unit received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer reported recently being hospitalized due to high blood glucose levels. Customer reported that the hospital staff removed the insulin pump. Blood glucose level at the time of admission was over 400 mg/dl. Customer also reported recently having trouble with low blood glucose levels. Customer was hospitalized at the time of the call. Blood glucose level at the time of the call was not provided. Troubleshooting showed that the insulin pump had recently returned a failed battery test. Blood glucose level was not provided.